Manufacturer narrative:
Additional information: b5 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient came through the ER where the patient coded and was intubated. The intubation took place at 06:45 am and the respiratory therapist indicated that the patient was stable and volumes were appropriate but felt something was off and then noted a possible leak, at which time the rt did a tube exchange around noon. But by that time, the patient had coded again and passed. When the removed tube was checked, a hole in the cuff was observed.

Event description:
It was reported that an endotracheal tube's cuff was deflated or leaked while in use. The tube was pulled out from the patient, and a hole in the cuff was observed. The tube was replaced but by that time, the patient had coded blue and passed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.